Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a diagnostic left heart catheterization a angio-seal device sheath was inserted and had no blood return. They pulled the sheath out and flushed out a clot, reinserted, no blood flash again, pulled sheath out and another clot was found so manual pressure was held instead. The patient was in stable condition. The procedure outcome was completed. Additional information was received 11october2019: a 6fr sheath was used. There was no access issues at all. The procedure performed was an groin angiogram.